Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, and irremovable brown particles in fill channel. Leak test and microscopic analysis were performed which identified a linear smooth crease opening in posterior. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a smooth crease opening assessed as fold flaw opening, and irremovable particles in fill channel assessed as particle leakage.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted.